Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes, 7 tubes underfilled. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Upon evaluation, the photo does not show indicated failure mode of underfill. Addiitonally, a total of 100 retained samples were visually inspected, and the hemogard closure assembly was correctly assembled and placed on the tubes. Furthermore, functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes, 7 tubes underfilled. Samples were recollected. There was no other health impact or consequences reported.